Event description:
It was reported that pump displayed malfunction alarm with code malf [0] and fault ID 0x277d without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer had not previously reset pump for this issue, so technical support provided pump reset instructions by email, and customer was advised to perform reset and call back if problem did not resolve; no additional information was received regarding the outcome of the event.